Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue diazepam 5 mg tab as the issue button was not populating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue diazepam 5 mg tab as the issue button was not populating. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication as the issue button was not populating. A technical support specialist (tss) remoted in and restarted the application. After restart, customer was able to issue the item as the issue button appeared as expected. The system functioned as intended after the technical support specialist troubleshot the device.